Manufacturer narrative:
Evaluation results: one level 1 hotline low flow system was returned for investigation in used condition. Visual inspection revealed that the pcb, power switch, and retainer needed to be upgraded. The enclosure was marked and heavily stained. Both covers were cracked and marked. The heater did not pass the electrical test, and the micro switch was damaged. The line cord was worn. The investigator filled the tank with water, attached a temperature fixture, plugged in the line cord, and turned on the power switch. The customer reported product problem (voltage not working) was confirmed during testing. The product problem occurred because the pcb, power switch, and retainer were outdated. These components were upgraded in order to resolve the issue. The device subsequently passed functional testing. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. The problem source of the reported product problem was a design flaw. This was established as the root cause.

Event description:
It was reported that when the level 1 hotline low flow system (hl-90) was powered on, the voltage in the room stopped working. This product problem was observed during preventative maintenance. There was no patient involvement.